Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Mechanical failure of the probe housing. Investigation is in process.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00146) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3) additional information: additional event information (see section b5), update the device available for evaluation (see section d10),update the initial reporter information (see sections e1,e2,e3), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00146) submitted in 2016 did not go through correctly. Additional information was received and it was reported that just before the automated breast volume scanner (abvs) procedure was completed, the pod swivel and the top assembly separated from the system. The last image was taken using a handheld transducer. There was a 15-minutes delay while the transducer was retrieved. There was no patient or user injury reported; however, it was reported that the patient refused to be brought to the emergency room for check up. The procedure was not repeated as there was no loss of data. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: based on the complaint information, the screw holding the pod top to the pod swivel either fell out due to not being screwed in tightly, or broke off due to the screw not being thick enough. As a final solution, an increase in the thickness of the screw was implemented per an engineering change order, which was released in january 2017.